Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Through review of medical records, it was learned that this patient with a bioprosthetic mitral valve underwent redo mitral valve replacement due to severe prosthetic mitral stenosis and closure of atrial septal defect. The subject device was implanted for 11 years. And 3 months. The patient had a prolonged postoperative course with her arrhythmias and her right eye complications. The patient ultimately developed infection in the right eye which was treated. The patient was discharged home on pod# 11. This case involved a (B)(6) female with a history of coronary artery disease as well a valvular heart disease. In 1998 she sustained an inferior stemi and subsequently underwent coronary artery bypass surgery and mitral valve replacement with a 29mm 6626lp mitral bioprosthetic valve, htn, hypothyroidism, hyperlipidemia, and depression.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.